Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatments appear to be related to the operational context of the procedure. In this case, it is possible that the guide wire interacted with the patient¿s moderately calcified and heavily tortuous lesion during advancement, resulting in the reported difficulty advancing the guide wire in the anatomy. Manipulation of the guide wire during its interaction with the challenging anatomy may have resulted in the reported tip break and subsequent tip separation; however, because the device was not returned for analysis, this cannot be confirmed. Additionally, the separated portion of the guide wire was removed from the anatomy via a coronary artery bypass graft surgery. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, heavily tortuous unspecified lesion. The ht balance middleweight universal ii guide wire was inserted into the right radial artery to aid with an unspecified sheath insertion due to the tortuous anatomy; however, the guide wire fractured at the tip and separated at the tip in the radial artery. The separated portion was unable to be retrieved via snare through multiple attempts, both through radial and femoral access. The patient was sent to coronary artery bypass graft surgery, where the separated portion was removed. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.